Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation was confirmed for the reported balloon rupture. Based upon the available information, the definitive root cause for this malfunction was unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u35130520 pta balloon dilatation catheter allegedly ruptured. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) years old male patient weighed (B)(6) kg.